Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: acute thrombosis requiring surgical intervention. Device issue: none. It was reported that acute thrombosis occurred approximately three hours later deployment of the xience v stents. The patient was taken back to the cath lab where angiography confirmed thrombus in the stents. A thrombectomy was performed and the patient is reported to be well at this time. No additional event or patient information is available.

Manufacturer narrative:
The second xience v indicated is being filed under the same MFR number. Results and conclusion summation-product performance engineering reviewed the incident information. Thrombosis, as listed in the xience v instructions for use, is a known risk associated with coronary stenting and is not necessarily an indication of the product quality issue. There was no report of any device malfunction at the time of the stent implants. In this case, the thrombosis was treated with thrombectomy and medication. However, a conclusive root cause for the reported patient effects, and the relationship to the devices, if any, cannot be determined.